Event description:
It was reported that this right ventricular (rv) lead showed a gradual rise in shock impedances that have doubled in value from normal to high, out of range in the last year. All vectors showed high values. Increasing the upper value alert was recommended and if the value increases over, then a max energy shock was recommended, but this has not happened yet. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.